Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (1.199 mg/ml at 1.2 mg/day) via an implantable infusion pump. It was reported that a couple of months ago the patient had a xray performed and the pump appeared to be sitting on its side inside the patient possibly creating a perpendicular orientation to z-axis of scanner. No symptoms were reported. It was recommended that the patient not undergo another scan until the pumps position could be verified. No further complications have been reported as a result of this event.